Event description:
It was reported that a cadd® cadd-prizm® vip system had ec 10040. There is no report of patient involvement.

Manufacturer narrative:
Additional information was received indicating this observation occurred during product testing. There was no patient involvement. One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log had no related findings. Functional tests included use testing. The pump was powered up and displayed an error code alarm message and functional testing was unable to be performed. Further investigation of the pump determined that the clock battery was faulty. The clock battery was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's clock battery.